Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Requests for additional information have been performed; however, the healthcare provider has refused to provide any additional details regarding this event. Although the reason for explant is unknown, there has been no allegation of product malfunction or deficiency. The root cause of this event remains indeterminable with the available information. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information becomes available, a supplemental report MDR will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve, implanted for approximately twenty-two (22) days, was explanted due to unknown reasons. Another edwards valve of the same model and size was implanted in replacement. This patient also underwent mitral valve replacement during this procedure. No other information was provided.